Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was under delivering. Customer's blood glucose level was 16 mmol/l at time of incident and other 26 mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with pen and insulin pump. The high pressure test was failed. Customer alleging possible insulin pump under delivery. The insulin pump will be returned for analysis.